Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter handle cable was not fully seated in the packaging which raised device sterility concerns. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave nav catheter was selected for use. When the catheter was unboxed, it was found that the black cable coming out the proximal end of the catheter handle was not fully seated in the packaging. There was no notable damage to the packaging. The sterility of the device was questioned based on this, so the catheter was replaced and the procedure was completed. No patient complications were reported.